Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. ¿ two patient samples were sent to the complaint handling unit for investigation. Patient samples were tested with the sars-cov-2 igg ii assay. The (B)(4) chu obtained non-reactive results, confirming customer's results. ¿ the samples were then tested with the access sars cov-2 igg who (1st is) assay, standardized to who first international standard (nibsc code: 20/136). This standardization allows to assign a quantitative standard value to an igg titer. Two reactive results, closed to the cut-off of the assay, were generated suggesting the sample is reactive for sars-cov-2. ¿ there have not been any studies yet comparing the access sars-cov-2-igg (1 st is) assay to any other manufacturers. ¿ the concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Results obtained with the access assay may not be used interchangeably with values obtained with different manufacturers¿ test methods. ¿ per the who study, ¿establishment of the who international standard reference panel for anti-sars-cov-2 antibody¿, mattiuzzo et al., variability of quantitative results with the who 1st is is evident manufacturer to manufacturer and method to method. Variation amongst quantitative results of serology assays are expected even when traceable to the same who international standard. Some factors which may contribute to variability of inter-manufacturer results are affinity of the antibodies in positive samples, assay format, and clinical decision points for the assay. Although variability amongst quantitative results is expected, qualitative result should be in alignment with the results of manufacturers who also have a who traceable igg assay. ¿ there is no international consensus determining the protective antibody response for sars-cov-2. ¿ the access assays is not labelled for vaccine response detection. ¿ depending upon the vaccine administered, the antibodies generated may be different and therefore the test result may differ depending upon the specific antibody being detected by the assay in use in the laboratory. In conclusion, the investigation suggests that the sample is reactive for sars-cov-2 igg. Differences between manufacturers are expected. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 18jun2021 the customer reported reproducible non-reactive sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number 922974) results were generated for one vaccinated patient on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The customer reported that the initial access sars-cov-2 igg ii result was non-reactive at 6.72 au/ml (reactive: = 10.0 au/ml) obtained on (B)(6) 2021. The result was discordant with the abbott sars-cov-2 igg result of 235.4 au/ml. A second sample from this patient was tested on (B)(6) 2021. The access sars-cov-2 igg ii result was 6.97 au/ml and the abbott sars-cov-2 igg result was 419.9 au/ml. The patient was vaccinated with the sputnik v vaccine. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. No system check or quality control (qc) data was provided. Calibration passed on 26jun2021 with reagent lot 922974 and calibrator lot 124322. Two patient samples were sent to the complaint handling unit for investigation. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.